Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 481 mg/dl and ketone level was high. Customer went to the emergency room (ER) for diabetic ketoacidosis (dka) and was treated with intravenous insulin. After 7.5 hours, customer left the ER feeling weak and fatigued; bg was 67 mg/dl. Cause of event was not known; however, customer reported the pump touch screen was unresponsive and may have contributed to the elevated bg.